Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2wf3z); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the initial lead and ipg impedance was run in the pocket, showed impedance >4000 ohms on electrode 2 and the case (ipg). They disconnected, cleaned and dried the lead and reconnected to rerun impedance and the same impedance reading showed of over 4000 ohms on e- 2 and the case. They then disconnected and reconnected to rerun and it showed the same impedance a third time. They connected the lead to an extension to check lead vs ipg issues and index the second electrode showed impedance >4000 ohms indicating the lead had an issue. We replaced the lead and connected to original ipg outside the pocket to run impedance and the case showed >4000 ohms impedance on two different readings again after disconnection and reconnection (out of the pocket). They changed remotes and communicators. Since we could not clear the impedance we connected a new ipg, ran the impedance outside of the body to show >4000 ohms on the case, put the battery in the pocket and the impedance cleared to show a clean impedance reading on all electrodes and the ipg. The cause was unknown. The issue was resolved.

Manufacturer narrative:
H3 analysis of the returned ins (B)(6) revealed the implantable neurostimulator (ins) passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. H3 analysis of the returned lead (B)(6) revealed the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.